Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system unexpectedly exited. This occurred when performing a stealthmerge during an intraoperative magnetic resonance imaging (imri); after the surgeon selected done the navigation system returned to the logo screen. In trouble-shooting, a system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.